Event description:
It was reported that a 69 yo male patient, initial left knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2024, approximately 7 years 9 months post the initial procedure. The patient was revised due to femur loosening, osteolysis and poly wear. All components were removed and were replaced by a competitor¿s revision knee. There were no device breakages or surgical delays during the procedure. X-rays were provided. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis. They were disposed of by the hospital. No further information.

Manufacturer narrative:
Section d10: concomitant products: - lgc tibial fit tray cem sz 4f / 5t (cat# 02-012-45-4050 / serial# (B)(6). - logic cr tib insert std, sz 4, 9mm (cat# 02-012-47-4009 / serial# (B)(6) - three peg patella 38mm (cat# 200-02-38 / serial# (B)(6).

Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of femoral loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The polyethylene wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, instability, patient-related conditions, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause for the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Also, the most probable root cause for the event ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause for the event ¿loosening ¿ femoral¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
The revision reported may have been the result of femoral loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The polyethylene wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, instability, patient-related conditions, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.